Manufacturer narrative:
Device not returned.

Event description:
It was reported that the balloon would not passively deflate and it was extremely difficult to deflate when pulling back on the syringe. No patient complications were reported.